Manufacturer narrative:
The returned product was evaluated and the cannula was found to be retracted. The root cause of this was determined to be mechanism rails-wings did not capture slide insert. The cannula not inserting properly into the infusion site contributed to the reported hyperglycemia.

Event description:
The customer reported that her blood glucose reached 271 mg/dl after wearing the pod for 10 hours.